Event description:
Laparoscopic cholecystectomy: per (B)(6) internal incident report, the following verbiage is (B)(6) account of what took place. "Pt schedule for laparoscopic cholecystectomy on (B)(6) 2013. Pt returned to surgery on (B)(6) 2013 with cystic duct leakage at the clip site." Per (B)(6): "I was not in the room but was contacted saying that the clip failed to fully occlude. After speaking with (B)(6), they both said they would prefer me to not contact dr (B)(6) about the ca090 potential clip failure." "Pt returned to surgery to fix cystic duct leakage."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.